Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresse guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was hospitalized for a driveline infection on (B)(6) 2016. It was also stated that the patient underwent a re-operation for this event and that the issue was resolved on (B)(6) 2016. No additional information available.

Manufacturer narrative:
Additional information received: it was reported from the clinical study site that the patient was admitted on (B)(6) 2016 for chest tightness and driveline drainage. It was stated that the patient already takes chronic antibiotic for driveline infection. His drive line was evaluated on (B)(6) 2016 by means of wound cultures and a computed tomography (CT) scan. On (B)(6) 2016 infectious disease consult was obtained and recommended a surgery consult and broadening his antibiotics. Patient was evaluated by cardiothoracic surgery and then taken to the operating room (or) on (B)(6) 2016 for a driveline revision, wash out and placement of a wound vac, a culture obtained in or grew same organisms. Patient was diuresed and recovered well and was discharged on (B)(6) 2016. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.